Event description:
It was reported that the implantable pulse generator (ipg) exhibited end of service (eos) with unexpected longevity. It was further noted elective replacement indicator (eri) was triggered three months prior due to suspected increased battery impedance. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis indicated the battery impedance value was beyond the expected upper range. Performance data collected from the device was also received and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. It was noted eri due to high battery impedance was recorded on (B)(4) 2014, prior to explant, and the ramware version 3 was installed on (B)(4) 2010. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)